Manufacturer narrative:
Zoll has not yet received the autopulse platform (sn (B)(4)) for evaluation. A supplemental report will be filed if and when the platform is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) was used on a (B)(6) year old female patient weighing (B)(6)lbs. Approximately 10 mins. During compression the lifeband started to tear and twist and the autopulse stopped compression and autopulse displayed "realign patient". The crew performed troubleshooting steps by re-aligning the patient multiple times, however the platform stopped each time after performing several compressions. The use of the autopulse was discontinued and manual CPR was performed. No patient consequence. Additional information: per reporter the lifeband was disposed. See MFR 3010617000-2019-00297 for autopulse lifeband (lot unknown).